Event description:
It was reported that the customer had requested assistance with programing the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer was assisted with priming the time/date, basal rates, bolus wizard, fixed prime and alert type. The customer was able to program all settings into replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.